Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 10 mar 2021. After review of medical records, it was reported that the patient was revised due to failed left tha with loosening of the acetabular component (competitor) with medial protrusion. Operative notes reported that the cup (competitor) was noted to be loose and protrused in to the pelvis. Due to the protrused state of the acetabular cup and the fact that the patient's stem appeared to be undersize on radiograph. Examination of the rim revealed it was intact circumferentially with no defects, however there was a medical wall defect. Doi: (B)(6) 2009. Dor: (B)(6) 2018; left hip.